Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation, legal manufacturer's final investigation, and additional information received from the customer. The device was returned to olympus for inspection and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported event occurred due to breakage of the image sensor unit, including disconnection by stress from repeated use, external factors, or handling. It is also possible that the components mounted on the circuit board, including the integrated circuit (ic) chip and capacitor, had a defect. The instructions for use (IFU) provides the following information pertaining to this event: ltf-s190-5/10 operation manual chapter 3 "preparation and inspection" and section 3.8 "inspection of the endoscopic system¿ shows how to detect the event. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue was found during inspection for use for an unspecified therapeutic procedure, which was completed using a different device.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited image anomalies. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (shimonoseki medical center, japan community health care organization); added here due to character limitation in respective field.